Event description:
The customer reported that level 2 and level 3 pco2, po2 and thb parameters were out of range on their automatic quality control (aqc) cartridge but 12 pt samples were run during the time the aqc parameters were out of range. The customer indicated that their ampuled quality controls (manual method) were in range. There was no injury reported due to this event.

Manufacturer narrative:
The event has occurred due to an operator error. Customer should not have run pt samples when automatic quality control (aqc) was out of range. Customer shouldn't have restored aqc when it was failed. Customer is being advised to set up other options to enhance security on the system, but he has chosen not to do so. Customer indicates that he will reeducate his lab staff. Instrument is performing as intended.